Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing during electrocautery use that resulted in an unknown duration of pacing inhibition. It was noted that a magnet was placed over the device at the time. Boston scientific technical services (ts) reviewed the steps for programming electrocautery protection mode on. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.